Manufacturer narrative:
The pump has been returned to the MFR for disposal only.

Event description:
It was reported that the pt was scheduled for a catheter revision; a positive culture resulted in a pump and catheter explant due to the infection. The medication being delivered via the device system was lioresal. Additional info has been requested, a follow-up report will be sent if additional info becomes available.